Event description:
It was reported that the handpiece began to overheat and smoke during a surgical procedure. The procedure was completed with a backup device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the blade mount, bearings, and a corroded motor. Service will repair and return the device to the customer.